Event description:
Rn hanging imfinzi that is on a secondary tubing sent by the pharmacy, as soon as connected to primary tubing and pushed start on the pump; pump alarmed proximal occlusion. Had to change out primary tubing. Manufacturer response for primar plum tubing, ICU medical, primary plum tubing (per site reporter). Unknown.